Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure utilizing an aspirex device. After use, the catheter failed to function as intended. The physician made multiple attempts to clean the catheter however, it remained non-functional. During the procedure, the guidewire tip became detached but was successfully retrieved from the patient. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure utilizing an aspirex device. After use, the catheter failed to function as intended. The physician made multiple attempts to clean the catheter however, it remained non functional. During the procedure, the guidewire tip became detached but was successfully retrieved from the patient. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation, and a catheter was physically investigated. During physical investigation, a catheter was received. The kink protection was found detached from the catheter. The tube was found kinked at 1 cm from the tip of the catheter; it was also found that the helix winded up in the handle window. A clear root cause for these incidents could not be identified but kinking of tube / helix represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.